Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015 for a broken hip surgery. The cause of death was post-polio and diabetes. The caller stated that the broken hip lead to the customer's death. The caller stated that they have not been able to see the death certificate yet. The customer had post-operative infection. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller was unsure for how long the insulin pump had been disconnected. They stated that it was likely removed at the hospital. The caller did not have the insulin pump for return. The customer did not use sensors. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.